Event description:
It was reported that the patient has not been able to urinate since implant. Patient rep stated that they have been to 3 different urologists and 3 different neurologists and no one can't find a medical reason why the patient is experiencing these symptoms. Patient rep mentioned that nothing happened the first two battery changes and the dbs worked beautiful, but now it is not working and doesn't feel like it was before the surgery. Since implant, the patient is not able to walk straight anymore and has started walking to the side. Patient's stomach is extended and hard and it is so tight that they are unable to use the restroom. The patient rep mentioned that the patient has had two urinary tract infections, which has never happened prior to the battery replacement. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.